Manufacturer narrative:
No further information is available, and it is unknown whether the device will be returned for analysis. This event will be updated and resubmitted if additional information becomes available, or if the crt-d is returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial inspection of the device confirmed that the header was separated from the device case and the header was cut into two pieces with the four connector blocks removed. The defibrillation, distal lv and rv setscrews were intact with one of the header pieces. A lead terminal pin was located in the rv port with the distal setscrew still in the down position. A hole was noted in the lv seal plug. The ra and proximal rv setscrews were not returned with the device. The rv and lv setscrews were tested and moved freely and operated normally. Due to the induced damage to the header, no further testing could be performed. The device memory was reviewed and revealed that the device had been able to deliver pacing and shock therapy prior to explant. Laboratory analysis confirmed that the device header was damaged during the explant procedure.

Event description:
Boston scientific received information that during an explant procedure, the physician encountered difficulty unscrewing the atrial setscrews of this cardiac resynchronization therapy defibrillator (crt-d). The physician used tools to attempt to cut the header from the device, and damaged the associated lead. No adverse patient effects were reported. The device was returned for laboratory analysis two years later. The device was later returned for analysis.